Event description:
It was reported that the device was used during a laparoscopic gastric sleeve. On the first firing using a green reload, it was extremely difficult to fire. The tissue appeared to be cut in two different spots with tissue hanging off and there was a serosal tear. Opened the second device with the same results. Reload lot numbers were switched out and used with the second device. It must be noted that on this firing they were on thinner tissue. The staple line was oversewn to complete the case.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.